Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the left ventricular (lv) lead exhibited loss of capture and high impedance measurements. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and high pacing lead impedance were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies. The s-curve height was measured to be within specification.